Event description:
Report of pt who underwent reoperation because of broken reconstruction plate. Attempts to gatheter information on pt's previous diagnosis and any contributing factors have not been successful.